Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) does not recognize the pump lid was confirmed during the functional testing. The root cause of the reported complaint was a malfunctioning pump raceway. The event log review indicated no irregularities. The thermogard system failed to recognize the pump lid during the functional testing, confirming the reported complaint. The pump raceway was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) does not recognize the pump lid. The customer used another thermogard system to start the treatment without delay. No consequences or impacts on the patient.